Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization on (B)(6) 2014 due to high blood glucose. Blood glucose reading at the time of the hospitalization was 545 mg/dl. Customer mentioned having experienced loss of consciousness, trouble seeing and feeling light headed prior to the hospitalization. The cause of the emergency room visit was determined by the health care professional to be viral syndrome of the throat and the cause of the high blood glucose. The customer was treated with intravenous drip. No insulin was administered. Troubleshooting was performed. The customer did not have a tubing clamp and troubleshooting could not be completed. Advised customer that a tubing clamp will be sent. Advised to change entire set, reservoir and insulin and to treat as directed by her health care professional. Nothing further reported.